Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range pacing impedance measurements, measuring at 2351 ohms on the left ventricular (lv) lead. Technical services (ts) discussed that all device vectors were checked and stated that 8 vectors were greater than 2000 ohms with the highest at 2351 ohms. Boston scientific representative stated there was no noise observed and threshold values were stable. Ts recommended to have verify the lead integrity before proceeding with magnetic resonance imaging (MRI). This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range pacing impedance measurements, measuring at 2351 ohms on the left ventricular (lv) lead. Technical services (ts) discussed that all device vectors were checked and stated that 8 vectors were greater than 2000 ohms with the highest at 2351 ohms. Boston scientific representative stated there was no noise observed and threshold values were stable. Ts recommended to have verify the lead integrity before proceeding with magnetic resonance imaging (MRI). This device remains in service. No adverse patient effects were reported.